Event description:
It was reported that the size of the nose piece on the cannula measure up to 5mm longer which lead to discomfort in the pt.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. It was reported the device was used on a pt, however, there was no report of harm to the pt. A quality eval was performed on (B)(4) 2014. The batch record review indicated that product was manufactured according to specs and a 1 year historical review of complaints revealed this to be the first complaint if this nature. No previous investigation exists for this issue for this product. Based on this review unable to determine if product meets spec. An investigation is required to determine if any further actions are required. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected.